Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum the customer that gel at the bottom is floating to the top and is causing the machine to jam when trying to run test. This event occurred six times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting gel at the bottom is floating to the top and is causing the machine to jam when trying to run test. Affected lot number 220812."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Bd received 4 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel above serum was observed. Additionally, the customer samples along with 5 retention samples from bd inventory, were evaluated by visual examination and functional testing, each filled with a liquid of the same specific gravity as serum and then centrifuged at 1300g for 5 minutes, and the issue of gel above serum was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel above serum based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-20 h3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum the customer that gel at the bottom is floating to the top and is causing the machine to jam when trying to run test. This event occurred six times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting gel at the bottom is floating to the top and is causing the machine to jam when trying to run test. Affected lot number 220812."